Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 83-year-old female patient presenting for cardiomyopathy. During impella support, it was noted that the patient developed an access site bleed. The patient was provided three units of prbc to counteract the blood loss. It was noted that the impella and dressing had been taped flat to the groin at the time of the bleed. To achieve hemostasis, this was corrected with an angle match dressing. Patient support continued following the correction.